Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by fever, stomach pain, vomiting, and diarrhea. The breach in aseptic technique was not further clarified. On the same day as onset, the patient was hospitalized for peritonitis. Subsequent to hospital admission date, the patient was treated with unspecified antibiotics (intravenously, dose, frequency, and duration not reported) for the event. After seven days of hospitalization, the patient was discharged. The patient continued the unspecified antibiotics (intravenously, three times per week, duration and dose not reported) for peritonitis. The patient would be retrained on aseptic technique. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.